Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the regulation.olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for multiple unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.